Event description:
It was reported that when attempting to insert the preloaded monofocal intraocular lens (iol), the surgeon observed half the lens was left in the injector. The lens had to be cut into smaller pieces to remove it from the eye. Through follow up we learned that the lens was replaced during the initial surgery. The surgeon patient's eye was fine at the end of the surgery. The new iol was stable and there were no complications. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: b)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 18-jun-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device reveals the plunger rod bent, the plunger rod tip damaged, the cartridge tip bent and the cartridge bent. Viscoelastic residue was distributed through the entire length of the cartridge. The lens module was inspected and presented with damage or viscoelastic residue. The device assembly was inspected and no issues were found. The plunger rod advancement was inspected and no resistance was felt. No lens was returned. The complaint issues "lens damaged" and "delivery issue" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.